Event description:
A (B)(6) customer received a blood glucose reading of 18mmol/l from the contour next link at 8:00pm, after dinner, and injected insulin. His wife later found him senseless. The doctor was called, and he was taken to the hospital. His blood result was 2.4mmol/l. The customer was given a glucagon infusion. It was asked that the test strip be returned for investigation. Strip information was not provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.